Manufacturer narrative:
(B)(4)

Event description:
A pt reported that they were unable to adjust their stimulation. An overdischarge was suspected. The pt noted that he had pain near his device site, and wanted to turn stimulation on to see if that would help. The pt noted it had been months since he last charged the device. A "broken piece on the device" was also noted. The pt attempted to initiate a physician mode reset (pmr) per instruction from a company rep, however, the device displayed a "call your doctor" icon. Upon a second attempt of a pmr, a "end of life/end of service" icon was displayed. The pt was able to clear the message icon(s) and was able to resume a pmr. The pt stated the screen had indicated that the device was recharging. The pt later tried another pmr session and the device locked up. Several more pmrs were attempted. The device had indicated that the battery was 100% charged. It was noted the pt's device was, however, later replaced. The pt had recovered without sequela. The pt later noted that they were no longer having issues with their device system.